Manufacturer narrative:
A beckman field service engineer (fse) was sent to the customer site. The fse replaced multiple hardware parts including the ptfe tube type b, ptfe tube type a, ptfe tube type b, reference valve, ptfe tube type b, and ptfe tube type a to resolve the issue. (B)(4).

Event description:
The customer reported obtaining erroneous patient results for na (sodium), k (potassium) and cl (chloride) on patient samples on system au680 clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within specification prior to event.